Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that the cause of the power on reset (por) received a couple times was not due to the rechargeable stimulator's battery draining/low battery. They said that they had tracked 5 times that the por had occurred. Once was due to drained battery. The other 4 times, the stimulator had sufficient battery when turning the therapy back on. They stated that the most likely cause was emi exposure, likely due to cell phone in their back pocket, or metal detectors and screening checkpoints. The steps they were taking to resolve the issue are they are keeping their cell phone away from the neurostimulator and checking the power/therapy status after other potential emi exposure such as metal detectors, screening checkpoints, etc. They do not consider this issue to be resolved, but they had not had any por since (B)(6) 2025 and they will continue to monitor for any additional issues.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that the patient had seen por on their handset that noted the stim had turned off. Patient told caller this has happened twice, once recently and once a couple months ago. Reviewed reasons for por message.